Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(6) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting, during service. There was no patient involvement.